Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels. The caller stated that the customer has been experiencing low blood glucose levels for the past six to seven months. The caller stated that the he was diagnosed with cancer, has been on chemotherapy, and was not been able to eat. The customer has only been drinking glucerna. The caller wondered if his basal rate settings needed to be adjusted. Troubleshooting was performed, and the insulin pump had the time set to am instead of pm. Assisted with the correct setting. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.